Event description:
It was later reported that the patient had been given double sided stickers, which seemed to help with recharging, but she could only charge when standing up. The patient planned to see the hcp to evaluate the system, but it was noted that the system had changed the patient's life. Additional information received reported that the situation required a physician evaluation, and possibly a revision.

Event description:
Additional information received reported the patient's pocket was revised the day prior to this report. It was noted she had significant weight loss due to the success of the stimulation with increased activity and less pain. The patient resolved without sequelae.

Event description:
Additional information received reported that the patient received assistance and her concerns were resolved. It was reported that the patient's life had been enhanced with the installation of the device.

Event description:
Follow up information reported that the patient was to be scheduled for a pocket revision in (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the last two times the patient charged they have had coupling issues. The patient reportedly could not seem to maintain contact. It was noted that the patient would not accept anything less than full coupling. Coupling would go from 8 to nothing or 8 to 1 or 2 boxes. The patient would reportedly spend all day getting charged. It was further reported that the patient had lost weight (30 to 40 pounds) between (B)(6) 2012 and (B)(6) 2012. It was reported that the patient had to shorten their belt and the belt does not seem to be tight enough. The patient appears to be referring to the recharging belt. It was also reported that the patient's implanted device is moving back and forth underneath the skin. The patient could reportedly "totally flip it around" and it was noted that "it has always been that way." It was further noted that the patient has to turn off her device with the heart monitor and this disturbs her. The patient reportedly has good communication with the patient programmer. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).